Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see (B)(4) as operating record.

Event description:
Previous medwatch submission noted capsular contracture. Upon further information, abbvie has determined that this record is a duplicate record. Please see (B)(4) as the operating record related to this complaint. All reportable events have been captured in contralateral side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Sales representative, on behalf of healthcare professional, reported unknown-side "cap con" and "leak". Device remains implanted.